Event description:
The pump was returned for investigation. Investigation revealed that the display screen was discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following: during testing, the display screen was found to be discolored. (B)(6).